Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure at the closing, while doing an interrupted technique, the surgeon went through 4 strands breaking during knot tying. Then at the end of the case, the knots that were in place were slipping and coming undone. New strands were used to resolve the issue. There was no patient injury.